Manufacturer narrative:
The eversense system was not in use at the time of the event. No further investigation required.

Event description:
On may 21, 2026, senseonics was made aware of a user's hypoglycemia event. At approximately 3:30 am the user reported a confirmed blood glucose reading of 60 mg/dl. At the time of the event, the user was not actively using the system as their transmitter was not connected; therefore, no sensor glucose data or low glucose alerts were available. The user did not seek medical treatment and managed the event independently by consuming chocolate. Their healthcare provider was aware of the incident. Data management system (dms) records confirmed the user had not been using the system at the time of the event